Manufacturer narrative:
Other, other text: device evaluation: the reported device was returned for evaluation. The reported issue was not duplicated during the investigation. Functional testing using serviceable h-2 chamber and then device's chambers found the unit was reaching 280mmhg chamber pressure in three minutes. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that the pressure chambers were failing to hold pressure when using the level 1 trauma fast flow system. There was no patient involved.